Event description:
It was reported by service report that the tops of the caster stems were broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Device evaluated by account. Result: caster stem broken, caster stem debris.